Manufacturer narrative:
On (B)(4) 2015, the field service engineer (fse) found that the rinse block was misadjusted causing the leak at the probe. The fse adjusted the rinse block and the instrument ran without leaks. The bsv (blood sampling valve) actuator and pinch valve pv22 actuator were not moving properly so they were replaced. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained blood/diluent leak of about 0.5 ml from the secondary mode probe inside the coulter lh500 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.